Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing of noise resulting in an inappropriate shock. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, providing recommendations for troubleshooting and programming options. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.